Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 130-150 mg/dl fasting. Verified strips expire 09/29/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer does not believe that the blood results, 56 mg/dl obtained in the evening is correct. Reviewed meter memory: 130 mg/dl (B)(6) 2015 09:57 am fasting: yes; 107 mg/dl (B)(6) 2015 09:12 pm fasting: no; 56 mg/dl (B)(6) 2015 05:55 pm fasting: no; 93 mg/dl (B)(6) 2015 11:47 pm fasting: no; 116 mg/dl (B)(6) 2015 09:11 am fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had inaccurate reference or user reused test strip or user's test strip had poor fill.